Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a superficial femoral artery/ popliteal artery aneurysm interventional procedure. Reportedly, there was resistance advancing the proglide device into the patient anatomy and the device became stuck and was unable to be removed. It was stated that the patient was "heavily obese" and that there was some calcification which may have been a factor. Cut down surgery was performed to remove the device. Upon removal it was noted that the proglide device was fractured at the junction between the distal/proximal sheath. It was not reported if the device had separated into two pieces. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.